Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the burr got stuck in the patient, once removed there was slow to no flow and the patient was sent to surgery. A 1.5mm rotalink¿ burr was being used over a 330cm rotawire xs for a rotational atherectomy treatment procedure in the right coronary artery (rca). Access was obtained via the right femoral artery. The physician was able to complete four ablation runs (152rpm for 9 seconds, 147rpm for 14 seconds, 144rpm for 32 seconds and 133rpm for 35 seconds) successfully. On the fifth run, the burr got stuck in the right coronary artery. Access was obtained in the left femoral artery and a 6fr sheath was inserted. The burr was able to be removed by turning counter clock wise and pulling on it. After the burr was removed there was slow to no flow and the patient was given ic nitro. The physician continued with additional intervention but was unsuccessful. The patient was experiencing chest pain was sent for bypass surgery. The patient was reportedly doing okay post procedure.